Event description:
The customer reported "keypad". No further information available and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front case keypad, rear case for cracked. Replaced left iui corroded. As found 9.12.1 sw as left ver 9.12.1.2 tested pm. A review of the device history record showed the device had a manufacture date of 01/24/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to damage of the assy case front with keypad 8015 ls. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: ca-2018-0161 for iui conn issues.

Event description:
The customer reported "keypad". No further information available and no patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 01/24/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn 14000933 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported "keypad". No further information available and no patient involvement.